Manufacturer narrative:
Concomitant medical products: product ID: 5388w, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) delivered pacing at first, however pacing failure occurred at times and the output was increased. Eventually the pacing failed at maximum output. The pacing failed at about 20ma. The epg was replaced with another device of the same model. The same issue occurred with the second device and it was replaced with a device of a different manufacturer which restored the pacing function. It was noted that the patient has an aortic valve replacement (avr) in combination with coronary bypass graft (CABG) procedure. Both epg devices are expected to be returned. No patient complications have been reported as a result of this event.